Event description:
Account tested patient on suspect device and inr 6.8 inr laboratory sample taken and inr=4.6. A second patient was tested on suspect device and inr=6.2, laboratory sample taken and inr=4.2. No treatment reported by the account. Controls were reported to be within range.